Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent a pocket revision and was reportedly doing well postoperatively. No device malfunction was suspected.